Event description:
Information was received from a consumer on 2017-jul-17 regarding a patient receiving dilaudid and an unknown medication (doses and concentrations unknown) via an implanted infusion pump. The indications for use included non-malignant pain, other chronic/intract pain in the trunk/limbs, and post lumbar laminectomy syndrome. It was reported that in (B)(6) 2017 (about a month ago), the patient started experiencing a sharp electrical pain and burning in her back side. The patient hurt so bad that she wanted to go to the emergency room. The patient had reportedly been "dying the last 3 nights" starting on (B)(6) 2017. On (B)(6) 2017, it was noted that the patient's whole butt was on fire with a sharp pain in the middle of the patient's butt. The patient did not understand the pain she was in, but reportedly had a MRI (magnetic resonance imaging) scheduled for (B)(6) 2017. The patient went online to figure out what could be causing the pain, and wanted to know if there was a recall. It was reviewed that the patient's pump was not included in the last recall. The patient was redirected to her healthcare provider to discuss concerns. No further complications were reported or anticipated. Additional information was received from a consumer. On (B)(6) 2017 the patient heard the pump beeping; it was "a beep beep beep beep, and then goes away". The pump was last refilled on (B)(6) and was not due to be refilled until (B)(6). On (B)(6) 2017 the patient had numbness on the left side of their body. The patient¿s whole left side felt like they were ¿having a stroke¿. Their left hand was numb and it was in their neck. The healthcare provider ordered magnetic resonance imaging (MRI) see if there was a clot. The patient called their doctor but they would not help them. No further complications were reported.